Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 119 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The customer reported that the insulin pump error alarm reoccurred after troubleshooting. The insulin pump will return for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to a broken force sensor was detected during seating or regular delivery alarm noted.